Event description:
A malfunction alarm was reported by the customer, specifically cartridge alarm 20. The customer's blood glucose level was high, but no specific value was provided. Despite the high reading, there was no adverse impact on the customer's ability to function, as they were not incapacitated and managed the issue with a correction injection via multiple daily injections (mdi). Technical support resolved the issue by arranging for the customer's pump to be replaced, which was confirmed to be in warranty. The customer was advised about the updated software on the new pump and instructed to return the faulty pump using a pre-paid ups label.